Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient had bypass surgery and there was a shock due to the use of electrocautery. Also, a lead integrity alert (lia) was triggered due to high rate non-sustained ventricular tachycardia episodes and short interval counts (sic) on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.